Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient was revised due to infection.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation will be sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant products: femur cemented posterior stabilized (ps) narrow right size 9, cat#: 42500006602 lot#: 62551601. Tibia cemented 5 degree stemmed right size e, cat#: 42532007102 lot#: 63131713. Articular surface fixed bearing posterior stabilized (ps) right 11 mm height, cat#: 42521400711 lot#: 62879788. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00234, 0002648920-2017-00417, 0002648920-2017-00418, 0002648920-2017-00419. Remains implanted.

Event description:
It has been reported that the patient is suffering from pain, swelling, infection and fluid collection. Particles were noted in aspiration. All additional information has been received.